Manufacturer narrative:
The alleged event is confirmed by the manufacturing plant. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cause for ¿blank screen¿ is the inverter board that is faulty; the inverter board transformer showed evidence of heat damage and was replaced. The voltage test passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support that the liberty cycler display screen went blank after treatment was completed. The patient was connected to the patient line when the display screen malfunctioned. The cycler was replaced. Additional information was solicited.